Event description:
It was reported that right atrial (ra) lead dislodged. Decrease in p-waves and impedance was also noted. It was believed the patient had a micro-dislodgement. The lead was explanted and replaced. Patient has been stable prior, during, and after procedure.